Manufacturer narrative:
Since the right side device has not been returned, it has been concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s normal physiologic response to the implantation of a foreign object. Capsular contracture is a known complication associated with these devices as stated in the IFU. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade unknown and left side rupture postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american, white & native american female patient underwent revision breast reconstruction surgery with a 585cc mentor memoryshape breast implant. The patient reported left side disfigured chest and uncomfortable feeling. On (B)(6) 2016, ultrasound was performed. The physician stated that the implant was completely ruptured. Bilateral capsular contracture; baker grade unknown was also found. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number shpx700; serial number (B)(4) on the left side and catalog number shpx700; serial number (B)(4) on the right side. This report is for the patient¿s right-sided device.